Event description:
As reported by an edwards lifesciences field clinical specialist in japan, during a transcarotid transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia valve, rupture of the edwards 25mm pre dilatation balloon occurred. The balloon could not be retrieved into the 16 f esheath plus, the distal tip of the balloon remained on the wire. An attempt to grasp it with a snare from the same side was unsuccessful. The distal tip end of the balloon was grasped with a snare from the femoral side, but could not be drawn into the sheath, and the ruptured balloon piece came off the wire. The separated balloon piece was held with a snare from the femoral side, but it could not be removed from that side either, and the ruptured balloon was pinned against the vessel wall with a stent near the terminal aorta. The patients final outcome was reported as unknown.

Manufacturer narrative:
D4 UDI (B)(4), e1 phone number: (B)(6). Investigation is underway.